Event description:
It was reported that after a da vinci-assisted radical salvage prostatectomy surgical procedure, the metallic cable in the jaws of the monopolar curved scissors (mcs) instrument wrist was broken. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 25-jun-2025: the procedure was completed with a backup da vinci instrument of the same kind.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.